Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a percutaneous angioplasty procedure, a balloon rupture occurred. The 90% stenosed, calcified, target lesion was in the left radial vein at the anastomosis site of a shunt placed for dialysis. A 4.0x40/40 sterling over-the-wire balloon catheter had been advanced to the target lesion. The balloon was dilated to 7 atmospheres (atms) for 60 seconds (secs) and 10 atms for 60 secs. The physician then inflated the balloon to 14atms and a pinhole rupture occurred. The device was able to be removed intact. The procedure was completed with a 4x4x40 ultra-thin diamond balloon catheter. There were no patient complications reported with the pt's current condition listed as "good".